Event description:
On (B)(6) 2025, a patient reported via phone that she experienced pain and swelling after a labral tear repair procedure on the right hip on (B)(6) 2025, after four fibertak kl 1.8 knotless, self-punching, with unknown product parts and lot numbers were implanted. The patient experienced pain throughout physical therapy, and on (B)(6) 2025, swelling was noticed away from the incision towards the back of the right hip. On (B)(6) 2025, an x-ray was taken, no break was found, and a doppler confirmed that no thrombosis was present. The patient was advised to alternate tylenol and ibuprofen and treat the swelling with heat and ice, but no improvement was noted. A follow-up visit is scheduled for on (B)(6) 2025, and an MRI for on (B)(6) 2025. The patient requested the material composition of the implants and stated she would provide the part numbers via email. On (B)(6) 2025, the patient provided the surgical report via email, which stated that the patient had prior hip arthroscopy with labral repair. The patient had a new injury and appeared to have return the labrum. After having attempted extensive nonoperative treatment without improvement, the patient elected for revision hip arthroscopy on (B)(6) 2025. The surgeon elected for a repair over a reconstruction due to a good quality labrum and, four anchors were implanted. Additional information has been requested. On (B)(6) 2025, the patient provided the following additional information via email: the hospital confirmed the product part numbers as arthrex ar-3636h self bunching 1.8 knotless hip fibertaksoft anchors. The patient¿s first labral tear occurred in 2018 after a car accident, and the initial surgery took place on (B)(6) 2018. The second injury occurred after the patient was attacked by a dog on (B)(6) 2023. The repair procedure took place on (B)(6) 2025.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.